Manufacturer narrative:
On (B)(6) 2026, intuitive surgical, inc, (isi) field service engineer (fse) performed a site visit and replaced the multi-core fiber interrogator (mcfi) which corrected the problem. The system was tested and verified as ready for use. Isi has received the mcfi for failure analysis evaluation. However, as of the date of this report, the evaluation of the mcfi has not been completed.

Event description:
It was reported that during an ion-assisted lung biopsy procedure, while an unspecified tool was being inserted, the catheter went into passive mode and the needle was dragged across the patient¿s lungs. The following information is unknown: if there was a damage to the patient's lung tissue and what medical intervention (if any) was rendered due to the needle dragging across the patient's lungs. Intuitive surgical, inc. (Isi) has attempted to gather additional information regarding the reported event; however, no response has been received.